Event description:
It was reported that, "the trial would not thread on to the introducer (worn or stripped)."

Manufacturer narrative:
Evaluation summary: visual inspection indicated that the device was returned in used condition. Gross visual discrepancies indicated frequent use of the device. Inspection of the inner threads indicated that the threads were stripped out.